Event description:
The customer reported a ventilator was discovered to have a defective nav-ring. The device was not in use at the time the issue was discovered. There was no patient or user impact reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue stating that the nav-ring was not functioning at all. The philips international field service engineer (fse) replaced the nav-ring. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Based on the information provided and service performed, the customer's alleged malfunction was confirmed. Although the navigation ring has not been returned, previous investigations have identified that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure.